Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose was 350 mg/dl. It was also reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.